Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to the device evaluation and the legal manufacturer's final investigation. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A defective and damaged light source lamp was found. A non-olympus lamp was used. Also, evaluation found excessive thermal paste on the heatsink assembly and the housing had minor cosmetic damage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was too dark and blurry to see the endoscopic image. The customer replaced the light to make sure that was not the issue. The issue was observed during preparation for use. There was no delay and another device was used to complete the procedure. There were no reports of patient harm associated with this event.